Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. The reported poor image resolution was due to blind spot at the ivc entry. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 tricuspid regurgitation (tr), a posterior-2 leaflet prolapse and dilated atrium for a triclip procedure. During the procedure, while removing the dilator after the steerable guide catheter (sgc) was inserted, air was identified in the sgc chamber. Troubleshooting was preformed successfully and all of the air was removed. The cds was inserted and advanced within the patient, when it made contact with the septum and then with a fibrous membrane. Troubleshooting was attempted, but due to challenging anatomy and imaging it was not possible to visualize the cds shaft tip at the ivc entry. The cds and sgc were removed from the patient and the procedure was discontinued. The final tr remained at grade 3. There were no adverse patient effects or clinically significant delays reported.